Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for the reported lot revealed no associated nonconforming material records (ncmr) or exceptions. A query of the complaint handling database for the reported lot revealed no other incidents reported for failure to advance. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the moderately calcified anatomy resulting in the reported failure to advance. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling. The supera part/lot: s-55-150-120-p6, 9060661 has an expiration date of 05/31/2021. It should be noted that the supera instruction for use states: use this device prior to the ¿use by¿ date as specified on the device package label.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the superficial femoral artery, moderately calcified lesion. Two armada dilatation catheters and a supera stent delivery catheter had failed to cross the lesion due to anatomy. The supera device that failed to cross was used past the labeled expiration date. Non-abbott devices and an absolute pro were used in replacement without further issues reported. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.